Event description:
It was reported that the implantable cardioverter defibrillator exhibited bluetooth telemetry loss. The ICD was interrogated during in-clinic follow up, and the pairing was restored. There were no patient consequences reported.